Manufacturer narrative:
Result: scale not zeroed properly. Conclusion: scale not zeroed properly by account prior to use.

Event description:
It was reported by service report that the scale was weighing inaccurately.